Event description:
It was reported that a patient reused single-use supplies when restarting peritoneal dialysis therapy. The patient was connected to the patient line during the priming phase of therapy after restarting therapy due to losing power on the homechoice machine. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. Therapy was discontinued for the night and the patient was to notify their nurse of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.